Event description:
The patient was undergoing a thrombectomy procedure in the greater saphenous vein (gsv) using an indigo system aspiration catheter 6 (cat6) and a non-penumbra sheath. It should be noted that the patient's anatomy was tortuous and calcified. During the procedure, the physician completed few passes using the cat6. While attempting to make the next pass, the physician noticed a loss of suction. Therefore, the cat6 was removed. Upon removal, the proximal end of the cat6 was found to be kinked. It was reported that some resistance was encountered by the physician while advancing and retracting the cat6. The procedure was completed using a non-penumbra catheter and the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.